Event description:
The user carried out laparoscopic surgery (las) with the subject device. An electric sparking occurred at the instrument's tip during procedure. The surgeon retrieved the instrument and was able to duplicate the sparking outside the pt's body. The procedure was completed and no further consequences have been reported.

Manufacturer narrative:
The device involved in the event has not been returned to (B)(4) for investigation but has been inspected by the local sales and service organization; close-up images of the distal end have been made available, which were the base of the investigation at oste. The product is a jaw insert for bipolar hf hand instruments. The bipolar technology requires insulation between both jaws. The respective part at the particular instrument has been damaged by impact of high electrical energy accompanied by loss of the insulation function. The following scenarios are imaginable: operating voltage exceeded the limit of 225 vp-p, may be due to the instrument has been used in cut mode; pre-mature mech. Damage of the insulation material; short-circuit to other hf instrument. The root cause cannot be conclusively be determined and the case is considered a single event. Few complaints are known with that type of instruments but they are associated with detachment of parts from the distal end (partial loss of insulation, breaking of jaw). Material or mfg faults can be excluded for the respective lot as well. The scenario has been identified in the risk mgmt file and the occurrence rate matches the foreseen. A recent research in the maude database demonstrated that the product is state-of-the-art and meets customer expectations. The IFU contains several warning messages that are related to the possible root cause scenarios. For example, the instrument has to be re-assembled after each reprocessing which gives the user a good opportunity to check for premature damages.